Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 was received on january 3 and investigated on january 16. The probe showed evidence of use in a procedure. The probe was connected to a holster for functional evaluation. During probe initialization, a piece of tissue was transported to the sample collection cup. Device evaluation determined the probe to have a damaged vacuum spout which would lead to decreased vacuum and therefore tissue transport was diminished. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
Devicor medical products, inc. Received a report from our affiliate in (B)(4) stating, the sample was clogged in the cutter mechanism. The user injected saline into the aperature and still no tissue sample was returned to the sample management cup. No patient complications. This has been documented in our system as record # (B)(4).